Event description:
The customer reported that during a total hip procedure, a flame occurred at the cautery tip. The generator settings were 70/70. The staff decreased the generator settings down to 50/50 and had no problems after that. There was no pt injury. The incident pencil and tip were discarded following the procedure. The generator was checked by the hosp biomed and found to function fine.

Manufacturer narrative:
(B)(4). The incident electrode was discarded by the site and it not available for eval. If add'l info pertinent to the incident is obtained, a follow up report will be submitted.